Manufacturer narrative:
Concomitant product: product ID ascenda_cath 8781, product type catheter.

Event description:
The representative later provided pump logs which indicated that as of (B)(6) 2015 the device system delivered morphine with a concentration of 7.5 mg/ml at a dose of 0.0457 mg/day. The logs indicated a stopped pump period may exceed tube set on (B)(6) 2015 at 13:10 and a motor stall recovery occurred on (B)(6) 2015 at 05:28. On (B)(6) 2015 at 20:04 a motor stall occurred and a stopped pump period may exceed tube set on (B)(6) 2015 at 20:04. Should additional information be received a supplemental report will be filed.

Event description:
On 10-26-2015 information was received from a representative who provided that the pump was still implanted in the patient. The patient was reported as fine, as he did not receive the therapy from the pump but he was compensated with oral therapy. The pump was going to be replaced in the next weeks and it will be probably sent for analysis. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump alarm occurred. The pump was interrogated, the physician turned off the alarm and "let the infusion start." The motor stalled again and the pump was reprogrammed. Annotations notified a continuous motor/stall recovery starting from (B)(6) 2015. The patient did not have symptoms of underinfusion due to the pump motor stall. However, the physician stated the patient was very "sensible" to every modification of infusion. Actions included 'reading of annotations," and pump reprogramming. The issue was not resolved. At the time of the report the patient's status was reported as alive-no injury. Surgical intervention was not performed and it was unknown if it was planned. The pump was reported as implanted and in-service. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify pump assets, medications, resolution, and outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider along with the representative further reported that the cause of the motor stall was not determined. It was unknown if there was more than one motor stall in the event logs. However, the logs that were provided noted that on (B)(6) 2015 a stopped pump duration may exceed tube set at 13:10. On (B)(6) 2015 at 05:28 the stall recovered. On (B)(6) 2015 a stall occurred at 20:04 and stopped pump duration may exceed tube set was noted on (B)(6) 2015 at 20:04. The issue was not resolved with reprogramming. The physician set a minimal "flux" event though the pump was still stalled. The stall did not recover. The physician compensated for the lack of therapy with oral baclofen. The patient was reported at "good" but was not receiving therapy from the pump. The pump remains implanted. No further information pertaining the device, implant dates, concentration, dose or lot number was available. A pump replacement was scheduled in september as the physician preferred not to replace the pump in (B)(6) due to the hot temperature and risk of infection. The patient was now noted to have moderate control of the pain with oral therapy. Although the drug infused was reported as unknown the patient was substituted with oral baclofen therefore additional information was requested to verify if the patient's pump was infusing baclofen at the time of the event. It was later clarified that the patient was not compensate with baclofen. This was initially reported incorrectly but rather the patient was compensated with morphine. The pump the patient used was a pain pump with morphine and other medication inside which reportedly was not documented by pump programming. No session report was currently available. The patient was currently "fine" and received oral therapy with good benefits. It was now reported that the pump was going to be replaced "probably" in (B)(6). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
On 11-15-2015 information was received from the representative who reported that the pump was set at minimal flux and only water had been stored inside the pump. The patient received therapy via mouth with good benefits. The pump was replaced on (B)(6)-2015. The replacement was done successfully; no problem detected. The patient was "good." The pump was reported as retired on (B)(6)-2015 and it was expected to be returned. Should additional information be received a supplemental report will be filed.